Event description:
It was reported that during a meniscus repair, the suture of the fast-fix fell off from the meniscus. When t1 was deployed, t2 fell off. Both ts were removed by tweezers. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h2: correction on a1 ( patient identifier must be in blank, there is confirmation a patient was involved but there is no patient specific information) and b2. H3, h6: the reported device was received for evaluation. A visual inspection revealed the t1, t2 and suture were not returned. The actuator is in the pre-t2 position. There is bio debris on the needle. A functional evaluation was performed on the returned device and found the actuator cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.